Manufacturer narrative:
(B)(4). As the transfer set was discarded and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient¿s (hp) transfer set disconnected from a y-set during continuous ambulatory peritoneal dialysis (capd). Solution leaked from the disconnection site onto the hp. The hp notified a registered nurse (rn) about the issue. The hp received unknown antibiotics (dose and frequency unknown) as a precaution, but there was no patient injury indicated at the time of the report. No additional information is available.